Event description:
It was reported that a spectrum iq infusion pump alarmed occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: f10/h6: medical device problem codes. H11: the device was received for evaluation. During functional testing, the reported problem of "occlusion alarm" was not reproduced. The device was tested for both upstream and downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" And "downstream occlusion!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality. The upstream sensor was found within specification, however the downstream calibration was found out of specification which is a known contributor to the reported issue. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.